Manufacturer narrative:
Device manufacture date: june 2, 2015- june 3, 2015. The device was received for evaluation. Visual inspection was performed and revealed fluid inside the bag that contained the unit. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional test was performed and revealed a leak in the multirate control module housing. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during filling of the device, the flow controller of a large volume infusor was leaking. There was no patient involvement. No additional information is available.